Event description:
During a ptca treatment procedure involving a 95% stenotic lesion in the middle portion of the rca, the maverick2 monorail balloon ruptured at 14 atm's on the third inflation. The atm's reached in the previous two inflations is unknown. The patient was asymptomatic during this event. A bmw guidewire (size unknown) and a mach1 fl4 sh guide catheter (size unknown) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.